Event description:
The reported adverse event occurred on may 09, 2026, involving a patient with a history of implantable collamer lens (icl) implantation who underwent femtosecond laser-assisted capsulorhexis and nucleus fragmentation using the catalys system. Preoperative assessments, including optical coherence tomography (oct), confirmed correct positioning of the anterior capsule identification line, and the patient did not report any abnormal discomfort. During the phacoemulsification irrigation/aspiration procedure, the surgeon identified two tears involving both the anterior and posterior capsules at the 11 o¿clock and 5 o¿clock positions, while the anterior hyaloid membrane remained intact. After intraoperative evaluation of the extent of the tears, a toric intraocular lens from another manufacturer was implanted into the capsular bag. On (B)(6) 2026, the intraocular lens dislocated into the vitreous cavity, necessitating pars plana vitrectomy and intraocular lens suspension surgery at another medical institution. The patient required a period of vision recovery, and postoperative outcomes are still under follow-up as the secondary surgery was not performed at the reporting hospital. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.